Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause appears to be use related. The damage observed in the returned sample is characteristic of over-pressurization (burst) damage. The product returned for evaluation was a 4 fr groshong s/l nxt PICC. The catheter exhibited evidence of use. The stylet had been removed and the two piece connector had been assembled to the 4 fr groshong tubing. The catheter extended 43.1cm from the distal end of the strain relief oversleeve. Blood residue remained within the distal section of the catheter. Upon receipt, the distal segment of the catheter was occluded and could not be flushed. A functional test of the catheter revealed a leak at the distal end of the strain relief oversleeve. The remainder of the catheter was sluggish to infuse due to the residue that remained within the lumen. The leak site was microscopically examined, which revealed a longitudinal split in the tubing and the adjoining surfaces of the split were noted to be granular. The coarseness of the granularity increased towards the center of the split, which is consistent with burst related damage. A semi-circumferential crease, which is evident that the catheter was kinked, was found adjacent to the longitudinal split. The product IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that solution leaked from catheter. No patient harm reported.